Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the event was confirmed, and the motor speed was low. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: japan.

Event description:
It was reported that during kit inspection, the unit was in need of repair as it was making strange noises when in use. Inconsistent speed was confirmed after final investigation. There is no patient involvement. Due diligence is complete.